Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jul-2023. The most recent information was received on 25-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 28 year-old female patient who had essure inserted (lot no. D60145) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced general physical health deterioration ("my state of health has gradually deteriorated"). In 2016 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic menstrual periods"), back pain ("lower back pain"), pain ("pain all over the body constantly"), dizziness ("dizziness"), musculoskeletal pain ("joint and muscle pain"), sciatica ("sciatica"), hemiparaesthesia ("paraesthesia of the entire left side from head to toe"), visual impairment ("vision disturbances"), gastrointestinal disorder ("intestinal disturbances"), asthenia ("asthenia") and depression ("depression"). Essure was removed on (B)(6) 2023. An unknown time later she experienced depressed mood ("very low morale"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy). At the time of the report, the general physical health deterioration and depressed mood had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, back pain, pain, dizziness, musculoskeletal pain, sciatica, hemiparaesthesia, visual impairment, gastrointestinal disorder, asthenia and depression were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, musculoskeletal pain, back pain, sciatica, hemiparaesthesia, dizziness, visual impairment, gastrointestinal disorder, asthenia, depression, pain, general physical health deterioration or depressed mood. The reporter commented: since the implantation of the device in (B)(6) 2016, my state of health has gradually deteriorated, leading me into a medical wandering, finding no answers and without anyone to make the connection with these implants. 7 years later, I learned that thousands of women wearing this device have been suffering from several symptoms similar to mine and have had them removed. For 7 years, I went through hell in my personal life, in my couple relationship and as a mother, as well as my professional life. At present, my device has been removed, but I have paid the heavy price of also losing my uterus, a part of my femininity. It¿s hard for me to accept and, especially, I do not know yet what impact this will have on my couple relationship. I had asked for a simple tubal ligation, not poison introduced into my body. I really hope to recover the health I had before and to finally live again. I also and above all hope that there will be a lawsuit against the manufacturer of these implants which have ruined the lives of a large number of women. Removal of the essure device by hysterectomy/ bilateral salpingectomy. Very low morale, a succession of sick leaves, state of health not improved for the time being. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Lot number: d60145 UDI: ((B)(4). Manufacture date: 2015-02 expiration date: 2018-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2316209) on (B)(4)2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 28 year-old female patient who had essure inserted (lot no. D60145) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In march 2016 she experienced general physical health deterioration ("my state of health has gradually deteriorated"). In 2016 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic menstrual periods"), musculoskeletal pain ("joint and muscle pain"), back pain ("lower back pain"), sciatica ("sciatica"), hemiparaesthesia ("paraesthesia of the entire left side from head to toe"), dizziness ("dizziness"), visual impairment ("vision disturbances"), gastrointestinal disorder ("intestinal disturbances"), asthenia ("asthenia"), depression ("depression") and pain ("pain all over the body constantly"). Essure was removed on (B)(6)2023. An unknown time later she experienced depressed mood ("very low morale"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy). At the time of the report, the general physical health deterioration and depressed mood had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, musculoskeletal pain, back pain, sciatica, hemiparaesthesia, dizziness, visual impairment, gastrointestinal disorder, asthenia, depression and pain were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, musculoskeletal pain, back pain, sciatica, hemiparaesthesia, dizziness, visual impairment, gastrointestinal disorder, asthenia, depression, pain, general physical health deterioration or depressed mood. The reporter commented: since the implantation of the device in march 2016, my state of health has gradually deteriorated, leading me into a medical wandering, finding no answers and without anyone to make the connection with these implants. 7 years later, I learned that thousands of women wearing this device have been suffering from several symptoms similar to mine and have had them removed. For 7 years, I went through hell in my personal life, in my couple relationship and as a mother, as well as my professional life. At present, my device has been removed, but I have paid the heavy price of also losing my uterus, a part of my femininity. It¿s hard for me to accept and, especially, I do not know yet what impact this will have on my couple relationship. I had asked for a simple tubal ligation, not poison introduced into my body. I really hope to recover the health I had before and to finally live again. I also and above all hope that there will be a lawsuit against the manufacturer of these implants which have ruined the lives of a large number of women. Removal of the essure device by hysterectomy/ bilateral salpingectomy. Very low morale, a succession of sick leaves, state of health not improved for the time being. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.